Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02035, and #3005099803-2010-02038 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, the clips came out of the sheath, and were placed into position, but they were unable to be released from the catheter. They did not have to pull the clips of the tissue, as the clips could be reopened. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Customer alleged a low system water alarm on the elecsys 2010 rack. Customer stated that the water supply was full. Customer deleted the alarm and received the same alarm again. Customer removed the water supply to refill it. She stated that, while holding the water supply over a garbage can, the water came out of the bottom of the can and the leak was contained within the garbage can. She stated that the valve body on the water supply was cracked. Customer stated that no one was injured due to the leak and that no patients were affected. The field service representative determined that there was a defective valve body, which he replaced. To verify analyzer operation he observed the analyzer operate while performing prime cycles; there was no leaking during this process and the system ran the prime cycles without any issues.

Manufacturer narrative:
Investigation determined that the crack might have been caused by syswash. Recommended frequency of part replacement was changed to every 6 months, during preventive maintenance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.